Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while priming the infusion tubing, insulin leaked from the side of the ilet at the luer connection despite the connector being firmly attached; the user replaced the cartridge and luer connector and the pump functioned normally thereafter. Symptoms included hypoglycemia with a reported blood glucose low of 41 mg/dl lasting approximately 30 to 45 minutes following exercise during a supply change. Outcomes included self-management without use of backup therapy, no ketone testing, and no medical intervention. Investigation included collection of product identifiers and return logistics for the potentially damaged cartridge and connectors. Investigation of this case revealed a suspected leakage at the luer connection interface consistent with a component or connection issue of the luer connector and/or cartridge, which resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure at the luer connection or improper seal at the interface.